Event description:
Healthcare professional reported right-side rupture and capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening in posterior side assessed as fold flaw opening. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: observed creases on the device. Observed stress marks on the device. No further actions are required as the device was implanted the event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: rupture and capsular contracture, baker grade IV.